Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having issues with the sensor. The insulin pump kept suspending. Customer's blood glucose level was 108 mg/dl but his sensor glucose reading was 52 mg/dl. His sensor and blood glucose difference was not within an acceptable range. The device was not returned.